Event description:
Customer reported that she changed the batteries multiple times however the insulin pump would not turn on. Customer stated that the display returned after turning the battery inside the cap. Customer's blood glucose reading at the time of the call was 67 mg/dl due to a heart exercise class. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.